Manufacturer narrative:
Follow-up #1: date of submission: 08/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: a review of the black box revealed no evidence of short battery life. The returned battery and cartridge caps were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were performed correctly; all current readings were found to be within specification. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The reported ¿short battery life¿ complaint was unable to be duplicated.

Event description:
On 06/10/2015, the reporter contacted animas alleging an issue with short battery life. There was a reportedly a low battery life noted in pump history. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).